Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). The patient did some research and discovered that the manufactures leads 'had been reported as faulty in 217 instances.' The patient had no other information regarding these events. No patient complications were reported.